Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that plastic particles were found on the bd discardit¿ ii syringe plunger before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in these syringes, the white plunger has been found to release plastic particles. This incident has been notified to us by the doctors from the operating room and we have corroborated it in the pharmacy after completely removing the plunger from several syringes. The product has not been used on the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-09-25 h6: investigation summary a device history record review was performed for provided lot number 2004109 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture samples and the physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringe. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. In response to this report, a corrective and preventive action plan has been initiated to prevent issues related to this process. CAPA 1549223 is opened with the aim of avoid this kind of issues.

Event description:
It was reported that plastic particles were found on the bd discardit¿ ii syringe plunger before use. The following information was provided by the initial reporter, translated from spanish to english: "in these syringes, the white plunger has been found to release plastic particles. This incident has been notified to us by the doctors from the operating room and we have corroborated it in the pharmacy after completely removing the plunger from several syringes. The product has not been used on the patient."